Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator had an internal tubing and boot kit that were observed to be contaminated. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) reported that the v60 ventilator had an internal tubing and boot kit that were observed to be contaminated. The se noted that replacements would be ordered. The se replaced the tubing kit, and toot kit to resolve the issue. The device was returned to factory settings, and the device passed all performance verification testing. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
G1: contact office phone: (B)(6).